Event description:
Patient had mobility. Kit uses same drill sequencing in site prep for platform size 4.0 and 4.5. This sequencing overprepped site for 4.0 platform implant. Could not achieve stability. Implant placed and removed the same day.